Manufacturer narrative:
(B)(4). Customer performed test with instrument serial # (B)(4). Method: no related ncmrs identified for the associated instrument. Cuvette device history records reviewed and found to meet specifications. A site visit was conducted on (B)(4) 2013 by itc to review optimal technique for testing with the customer.

Event description:
Healthcare professional reports inconsistent act-lr results with hemochron elite microcoagulation system. During an unspecified neurovascular procedure, act-lr test performed 10 minutes after heparin administration generated resulted of 290 seconds. The following test performed 17 minutes later generated a result of 244 seconds. The nurse repeated the test with a new blood sample 8 minutes later and the result was 288 seconds. Later in the procedure the patient was administered another bolus of heparin. Act-lr test performed 10 minutes after the heparin administration was 304 seconds. The following test performed 20 minutes later generated a result of 155 seconds. The nurse repeated the test with a new blood sample 5 minutes later and the result was 286 seconds. Target time was not provided by the customer. No adverse event(s) reported.